Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 24 x 2.25mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 24 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the mid stent region were noted to be lifted and pulled proximally and struts at the proximal and distal end slightly expanded. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the heart. A 24 x 2.25mm promus premier drug eluting stent was advanced for treatment. However, it was noted that the stent struts was lifted up. The procedure was completed with another of same device. There were no patient complications reported.